Manufacturer narrative:
According to the facility, the foley tore in the patient. Foley was removed and replaced with another of the same product. No report of injury or medical treatment needed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the foley tore in the patient. Foley was removed and replaced with another of the same product.